Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ 5mm the needle broke off during use. The following information was provided by the initial reporter: a complaint about a bd needle which broke. When injecting a piece of the bd-needle broke off and stayed behind in the skin. The hospital emergency room did not succeed in removing the needle: the needle had to 'fester out'.

Manufacturer narrative:
H.6. Investigation: three photos of one sealed and two open 31g x 5mm pen needles were returned from lot. No. 1264537, cat. No. 320795. Visual examination of the returned photos was carried out and a broken patient end of cannula was observed on one pen needle and a bent non patient end of cannula was observed on the second pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported while using bd micro-fine ultra¿ 5mm the needle broke off during use. The following information was provided by the initial reporter: a complaint about a bd needle which broke. When injecting a piece of the bd-needle broke off and stayed behind in the skin. The hospital emergency room did not succeed in removing the needle: the needle had to 'fester out'.